Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that the patient experienced an allergic reaction including a rash to chloraprep. Medical professional called in to state that patient had an allergic reaction to bd chloraprep highlight orange. Chloraprep was used on patient during c-section and patient developed rash a couple weeks after procedure and panic attack. Patient is claiming that the side affects are from the chloraprep. Health professional called in to see what the side affects would be.